Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device broke down and the doctor burnt his finger, degree and medical intervention unknown. Only the generator information is available and initial investigation found no fault. There was no allegation of patient death or injury.

Manufacturer narrative:
Evaluation summary: one forcefx8c was returned and evaluation of the device was unable to confirm the reported condition. The sample met specification as received by medtronic. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.